Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: taiga ebu. Stent: xience v 2.75x18. Evaluation summary: evaluation of the returned voyager nc balloon catheter found blood visible in the guide wire lumen and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were two kinks in the hypotube, 15.5 and 74 cm distal to the strain relief tubing. There was a kink in the distal shaft 9.2cm proximal to the proximal balloon seal. The dispenser coil had three kinks. The kinks aligned with the kinks in the balloon catheter. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, or oversized balloon due to partial inflation. To ensure this is not a manufacturing deficiency, a sampling of units is inspected for sheath inner diameter and proper balloon fold. The protective sheath was not returned which may have aided in the investigation; however it was reported the coil dispenser was damaged, which was confirmed by the returned product, which likely contributed to the difficulties removing the sheath and the kinks in the shaft. The chipboard box was not returned for analysis however it is possible the packaging was inadvertently handled at the account, resulting in the packaging damage. The inability to cross or physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and crossing profile were measured and met manufacturing criteria. The patient anatomy was mildly calcified which likely contributed to the reported difficulties advancing and retracting the catheter. Additionally, the kinks in the shaft also would have contributed to the difficulties. It should be noted the instructions for use states: do not use a catheter if the shaft has become bent or kinked, prepare a new catheter in order to prevent separating of the shaft. Further, as the balloon was previously inflated, the balloon refold profile is often not as small once the balloon has been inflated which may have contributed to the resistance advancing the balloon through the implanted stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove, kinks, physical resistance, or packaging damage for this lot. In this case, a conclusive cause for the packaging damage could not be determined; however the difficulty removing the sheath, kink, failure to advance, physical resistance, and difficulty removing the catheter appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild calcification. During unpackaging of the 2.75 x 12 voyager nc from the sheath, resistance was met with the sheath due to indentations on the surface of the dispenser. It was noticed that the shaft was kinked; however, the device was used for successful predilatation. During advancement and removal of the voyager balloon, some resistance was noted due to the kinks. A xience stent was deployed, and the same voyager nc was used for post-dilatation; however, the balloon would not cross through the stent. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.